Event description:
A malfunction code 12 was reported by the customer, and technical support assisted in resetting the pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. After resetting, the malfunction code did not recur, and the customer continued using the pump with instructions to call back if the issue reappeared.